Manufacturer narrative:
(B)(4).

Event description:
During index procedure the patient had one endeavor sprint drug-eluting stent implanted in the lad. Approximately 46 months post index procedure the patient suffered a stroke, medication was started. The investigator indicated that the event was not related to the study device.

Manufacturer narrative:
Additional information received: it is reported that a stroke occurred approximately 44 months post index procedure. The patient¿s medication was adjusted. Clopidogrel was discontinued and apixaban was started. It was reported that complications include internal carotid artery stenosis and arteriosclerosis may be the one of the causes. The investigator indicated that the reported event was not related to the study device or the study drug.